Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of no image was confirmed. Based on the results of the investigation, the cause of the no image was due to the damage on objective lens, the screen turns white. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the bronchovideoscope did not display an image when plugged into the stack system. There was no report of patient harm associated with this event.